Manufacturer narrative:
Unit was received with blank display due to moisture damaged electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test, or verify no delivery, interrupt source error, battery out limit alarm, and button/keypad unresponsive due to blank display. No audio/beep anomaly noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. He tried getting out of the screen but was unable to. The keypad was unresponsive. The insulin pump alarmed battery out limit and interrupt source error. The insulin pump was making a long beep. Customer's blood glucose level was 165 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.